Manufacturer narrative:
Philips fse (field service engineer) confirmed the reported issue of black screen. The fse re energized and turned on the device and the machine returned to normal.

Event description:
The customer reported a black screen. There was no patient or user harm reported. The event date was not specified; estimate used.